Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the post-operative x-ray shows that the nail had cracked the anterior cortex of the distal femur and is protruding. This was not noticed during the surgery. The surgeon currently has no plans to revise the patient, but will monitory the situation. This report is for three unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for three unknown screws/unknown lots. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.